Event description:
It was reported that a check vent ovp circuit failed error (ec 1127) was observed. Not in use, no patient or user harm reported. Per the diagnostics performed by the engineer, the service engineer (se) advised the caller that the unit may have a faulty mc or pc pcb, and recommended replacing the mc first, as it is listed first as a possible cause. The se provided the part numbers for the mc, and pm pcb. The caller would perform the needed repairs and would call back only if further assistance is needed. Further information is pending.

Manufacturer narrative:
The power management board (pm) and motor controller board (mc) were returned for failure analysis. Visual inspection observed no anomalies. The returned pm and mc boards were tested. The customer complaint of ovp circuit failed was verified; after replacement of q43 on the returned mc board, the ventilator operated normally without alarms.

Manufacturer narrative:
Per the good faith effort (gfe) response, the customer replaced the power management, and the device was returned to service. Although requested to be returned, the removed component was not received for evaluation at this time. An additional report will be submitted if the part is received and evaluated.